Manufacturer narrative:
Claim#: (B)(4).

Event description:
A health care professional reported that an implantable collamer lens was damaged. If additional information is received a supplemental medwatch report will be submitted.